Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, void >1 mm in non-textured and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp opening in the side plug strap bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side "deflation¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation¿. Device has been explanted.